Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery 24v 34w shipped to site 10/21/2016. The suspect battery was discarded by the site and will not be returned to manufacturer for analysis. On 10/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A site representative reported that their navigation system would not hold a charge when switched on and removed then unplugged from the power socket. No further details regarding this issue were provided. There was no patient present when this issue was identified.